Event description:
It was reported that pump screen went blank unexpectedly, led stopped blinking, and pump required connection to power source to turn back on, with battery capacity at or below 20% and no shutdown or power source alarms recorded beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, technical support arranged replacement pump, instructed customer to place affected pump into storage mode and return it using prepaid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement pump, which customer understood and acknowledged.